Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(4). According to the information received, during insertion of the urinary catheter, at the balloon inflation, the patient felt a sharp pain with a little lessthan 2 ml of sterile water. The staff decided to withdraw the catheter. Once the catheter was removed, the tip of the catheter was missing and the balloon was empty.the patient was transferred to perform extraction of the tip from the patient's bladder. A cystoscopy was performed but nothing was found.